Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Performed manual sound/vibration test "try it" feature: passed. The receiver download did not show any issues. Receiver functional tester: passed all relevant testing. The customer's complaint was not confirmed because there is no indication of intermittent vibration. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.